Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms on the atrial channel. Insulation damage was observed on the associated atrial lead. A revision procedure was performed and the lead was removed from service and replaced. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains in service and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.